Event description:
It was reported following a diagnostic heart catheterization a 6f angio-seal evolution was used and hemostasis was achieved. Two days later, the patient experienced bleeding at home and was brought back to the hospital. A 10 centimeter (cm) hematoma was present that required an overnight stay in the hospital. The patient was taking aspirin and anti-coagulant medication and bypass surgery was delayed, due to the bleeding complication. The patient was reported to be fine.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.